Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call a low blood glucose of 76 mg/dl due to working in the yard. The blood glucose reading at the time of the call was 272 mg/dl. The customer was unable to describe damage to the drive support cap. The customer also reported that the insulin pump was cracked at the reservoir. The blood glucose reading was 275 mg/dl. The customer was unsure of how the damage occurred. The blood glucose reading was 379 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.